Event description:
The hcp reported the patient had a pump placed and currently has multiple catheters in his spine. Hcp did xrays - the results were not reported. One catheter was removed. The patient outcome was reported as "he has no gross problems, but has catheters in place."